Event description:
During the pulsed field ablation atrial fibrillation procedure, threads were coming out of the sheath and air leaked from the sheath. The non-abbott guidewire (cook j tip super stiff) was caught in the sheath when maneuvering to the right vein ripv. The sheath was aspirated but bubbles appeared. Aspiration was performed again and blood was aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.